Event description:
The patient contacted lsf alleging that her one touch ultra meter was reading inaccurately control high. The pt reported that she obtained control solution results of 133 mg/dl and 136 mg/dl, while the specified range was 95 mg/dl and 128 mg/dl. The pt reported that she contacted her physician and was advised to contact lfs. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the info failed quality control testing, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The patient's meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.